Manufacturer narrative:
(B)(4): neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.

Event description:
It was reported that the patient sought treatment for pain radiating down his left leg and foot. In (B)(6) 2011, patient underwent a lumbar spinal surgery using rhbmp-2/ acs and also a physical therapy. The patient soon began to suffer from pain in his lower back following the surgery. This pain was accompanied by a loss of flexibility. Patient continued to suffer from constant and acute lower back pain.